Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. It was reported that the patient aortic neck was tortuous. After the trunk ipsilateral leg endoprosthesis was implanted, a contralateral leg endoprosthesis was implanted to extend the ipsilateral leg endoprosthesis. When the physician attempted to perform a touch up ballooning to the proximal end of the trunk ipsilateral leg endoprosthesis, the physician noticed that the proximal end of the trunk ipsilateral leg endoprosthesis moved distally (distance unknown). After two contralateral leg endoprostheses were implanted in the right leg, an aortic extender was implanted proximally to the trunk ipsilateral leg endoprosthesis. The angiography imaging identified a type iii endoleak from the overlap site between the trunk ipsilateral leg endoprosthesis. Another aortic extender was implanted to reline the overlap site. However the type iii endoleak still remained. Further treatment was not performed and the physician decided to monitor it.

Manufacturer narrative:
Narrative/corrected data- upon further review, this event has been determined to be non-reportable. No unplanned surgical procedure was performed; the additional devices were implanted during the index procedure.